Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.